Event description:
The pt reported a burning sensation at several electrode sites during an 18-minute microvolt t-wave alternans (mtwa) test. The electrodes were removed immediately after testing (they were on for approximately 30 minutes) and the pt says the burning symptoms and redness persisted at four sites after she returned home. Among the four sites were two standard electrode sites (right arm and left arm) and two micro-v sensor sites (h and v2). Within a day, she began applying neosporin and two days later, she returned to the cardiologist's office for treatment of the affected areas. The doctor prescribed hydrocortisone 3-4 times a day and after approximately one week, the redness had dissipated, but hyperpigmentation of the skin was present. The pt returned to the doctor, who saw some improvement but recommended the application of vitamin e and mederma to relieve the hyperpigmentation. Six weeks later, the pt reports that she is applying mederma 3-4 times a day and is seeing no improvement in the hyperpigmentation.

Manufacturer narrative:
The sensors used on the pt were freshly opened (not re-used) and discarded after use. Inspection records for lot# 700094 show that the sensors passed inspection. Cambridge heart hoped to retrieve unused sensors from the lot for eval purposes, but the site had gone through its entire case of sensors. Because the pt experienced irritation at sites involving both micro-v alternans sensors and standard electrodes, aggressive skin preparation might have been a contributing factor. Cambridge heart's clinical specialist has since returned to the customer site to provide add'l training on skin preparation.